Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two days post-implant, the r-wave measurements continued to diminish. The physician decided to reposition the rv (right ventricular) lead in the hope of obtaining better r-wave measurements. The lead remains in use. No patient complications have been reported as a result of this event.